Manufacturer narrative:
Supplemental report submitted to include 510(k)# for the product.

Event description:
It was reported via repair work order that the foot section would not latch due to broken welds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section would not latch due to broken welds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.